Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, the light transmission lost or too low, and broken light guide bundle of the video cable section. A root cause could not be identified. Based on the results of the investigation, it is likely the image turns green during insertion due to a broken video cable and the light transmission was lost or too low due to a broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope image turns green during insertion. The issue was found during an unspecified procedure and there were no reports of patient harm.

Event description:
It was reported that the rigid video scope image turns green during insertion. The issue was found during an unspecified procedure and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.